Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, long standing urge incontinence, severe frequency and urgency, grade 1 cystocele, and a small rectocele. Furthermore, it was reported that the plaintiff died. The cause of death was reported as multiple blunt force injuries.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4).